Event description:
It was reported that the patient presented to the emergency room with a near syncope episode. Upon review it was noted that patient received a shock and four anti-tachycardia pacing (atp) inappropriately due to supraventricular tachycardia (svt). The cardiac resynchronization therapy defibrillator (crt-d) also inappropriately stored pacemaker mediated tachycardia (pmt) events that were due to sinus tachycardia. Boston scientific technical services (ts) discussed programming options. Approximately eight months later the patient presented to the emergency room again after receiving therapy from the crt-d. Upon review the patient received inappropriate atp and six inappropriate shocks along with inappropriately stored pmt episodes due to svt. Ts discussed the device was operating as programmed and to consider further evaluation. The crt-d remains in service and no adverse patient effects were reported.